Manufacturer narrative:
(B)(4).

Event description:
It was initially reported that the pt experienced a loss of therapeutic effect. She had good relief following reprogramming by the healthcare professional but the symptoms returned. Subsequently, it was reported, the pt had the neurostimulator replaced. During the replacement procedure, it was discovered that the lead had become disconnected from the neurostimulator. Additional info was requested.